Event description:
It was reported that when the device was used during an unknown procedure, the device cut but would not staple. The surgeon noted that the doughnut was incomplete from the tissue in the anvil. Visualization could be conducted because anastamosis was too deep. Therefore the surgeon overstitched the anastamosis. A post operative x-ray showed no staples present in the pelvis staple line. There were no consequence to the pt.